Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after meal announcements, remaining low for several hours with a documented nadir of 39 mg/dl and a current glucose of 68 mg/dl. Symptoms included low blood glucose without loss of consciousness or other acute complications reported. Outcomes included self-management with oral glucose and no medical intervention or hospitalization. Investigation included a user interview and review of use patterns, including education on meal announcement practices. Investigation of this case revealed no device malfunction and that the cause of hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose, with no long-term sequelae and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.